Event description:
A customer contacted baxter?s technical service center regarding an unrelated alarm during use. The home patient (hp) disconnected and did not cap the transfer set off. The technical service representative (tsr) had the hp recycle the power to clear the alarm and explained the alarms. The hp would discard the supplies and finish with manuals. The hp would call the registered nurse regarding the hp disconnecting and not capping off. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Per baxter labeling, users are instructed to immediately place the minicap disconnect cap on the transfer set after disconnecting when performing peritoneal dialysis therapy.